Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak around a transfer set. This was described as ¿there was a liquid leak around the titanium adapter¿. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d1: brand name and d4: catalogue #. Correction: upon further review, it was determined that this device is not same as or similar to a device that is manufactured or distributed in the us. Should additional relevant information become available, a supplemental report will be submitted.